Manufacturer narrative:
On (B)(6) 2023, a steris service technician performed repairs on the reliance 444 washer/disinfector. During the repairs the technician failed to secure the upper service panel by not replacing the lower mounting screws into the unit. A steris service technician arrived onsite to inspect the unit and found that the lower mounting screws that secure the upper service panel to the unit were missing. As the lower mounting screws were missing, the upper service panel was not properly secured subsequently causing the reported event to occur. The technician replaced the lower mounting screws, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician was retrained on the proper maintenance activities for the reliance 444 washer/disinfector, specifically reinstalling the panel screws upon completion of maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that as an employee opened the door to their reliance 444 washer/disinfector, the upper service panel detached and contacted the employee's hand. Medical treatment was sought and administered (bandage).